Manufacturer narrative:
The investigation determined higher than expected vitros amon results were obtained from vitros quality control fluids using the vitros amon slides on a vitros 5600 integrated system. An assignable cause was not determined. However, an amon reagent issue, an instrument issue, or a fluid handling issue cannot be ruled out as contributing factors.

Event description:
Higher than expected ammonia results were obtained from two levels of vitros quality control fluids when using vitros ammonia (amon) slides on a vitros 5600 integrated system. Vitros lpvi vitros amon results 103.3, 170.2, 158.7, and 166.2 umol/l versus expected 45 umol/l. Vitros lpvii vitros amon results 237, 310, 293, and 296 umol/l versus expected 176.9 umol/l. Patient samples were not processed due to the higher than expected control results. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report is number five of eight MDR's for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. (B)(4).